Event description:
The caller reported that she has been using the nasal aerosol pump spray since 2011 and recently started to give problems. It stopped spraying, locked up during use and not delivering. She notified the manufacturer but they will not comment on the issue or help.